Event description:
As reported: "patient is s/p rev ltha completed d/t infection. No additional details to be reported by the facility." All implants removed and a competitor spacer was placed.

Manufacturer narrative:
The following devices were also listed in this report: 54mm shell; cat # unk_jr; lot # unknown. Size 6 accolade ii stem; cat # unk_shc; lot # unknown. 36 -5 v40 ceramic head; cat # unk_shc; lot # unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.